Event description:
It was reported that the nurse was attempting to initiate hypothermia on a patient and had tried with 2 arctic sun devices and neither was working. The first arctic sun device (sn# (B)(4)) displayed erratic fluctuating temperature from 38c down to 12c. The patient was now in the arctic sun device (sn# (B)(4)) and it was sounding alert 02 (low flow) and flow rate was 0. The nurse stated that the water temperature was 19.6c, patient temperature was 37c and the target temperature was 36c, foley temperature probe were in place and no other alerts or alarms were noted. The nurse stated that system diagnostics water control showed flow rate was 0, inlet pressure was -0.4 psi and circulation pump command was 0. Mss walked the nurse through disconnecting and reconnecting pads holding behind the clear clamps listening for a good click. The nurse had stopped and restarted the device, flow rate stabilized at 3.1l/min, inlet pressure was -6.8psi and circulation pump command was 80 percent. Mss recommended the nurse to label the first arctic sun device with erratic temperature and send this device to their biomedical engineering department. Mss explained that the erratic temperature alarms were typically related to the temperature probe or temperature in cable. Since the temperature probe was working fine on this machine most likely the temperature in cable had broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog for this artic gel pad was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on a patient and had tried with 2 arctic sun devices and neither was working. The first arctic sun device (sn# (B)(6)) displayed erratic fluctuating temperature from 38c down to 12c . The patient was now in the arctic sun device (sn# (B)(6)) and it was sounding alert 02 (low flow) and flow rate was 0. The nurse stated that the water temperature was 19.6c, patient temperature was 37c and the target temperature was 36c, foley temperature probe were in place and no other alerts or alarms were noted. The nurse stated that system diagnostics water control showed flow rate was 0, inlet pressure was -0.4 psi and circulation pump command was 0. Mss walked the nurse through disconnecting and reconnecting pads holding behind the clear clamps listening for a good click. The nurse had stopped and restarted the device, flow rate stabilized at 3.1l/min, inlet pressure was -6.8psi and circulation pump command was 80 percent . Mss recommended the nurse to label the first arctic sun device with erratic temperature and send this device to their biomedical engineering department. Mss explained that the erratic temperature alarms were typically related to the temperature probe or temperature in cable. Since the temperature probe was working fine on this machine most likely the temperature in cable had broken.